Event description:
It was reported that the 9900 system had missing, blank, or misidentified images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.